Event description:
Additional information received noted that the patient did not have concerns with their device or therapy.

Event description:
Additional information received reported that the cause of the event was not attributed to the device. Impedance measurements were normal. It was reported that the patient felt "some discomfort (not pain)" in the building she worked at 1-2 times a month. The patient was instructed to turn down stimulation for work. The patient only worked part time and was not too concerned. The patient was very happy with her device due to her symptoms having significantly improved. The patient didn't require hospitalization and no injury was noted as patient outcome.

Event description:
It was reported that the patient felt an increase in stimulation resulting in pain and discomfort when in a concrete room with computers, cameras and scanners. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v931583, implanted: 2012 (B)(6), explanted, product type: lead, product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).